Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed liquid on the cartridge. Customer's blood glucose was 342 mg/dl. Customer changed the site to resolve the issue.